Event description:
It was reported that the device was giving false spo2 readings. The customer states that the device is reading too low. He did not have further details on how low the numbers were. Once they used a different device, the problem was resolved. No pt incident reported and the unit will engage in monitoring. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.